Event description:
Event description guidant received information that this coronary sinus lead was difficult to implant and the pacing threshold is high. The electrogram (egm) suggests left ventricular oversensing, preventing the desired left ventricular paced beat.